Event description:
It was reported that the 2.5x12mm xience sierra drug eluting stent (des) could not be loaded onto an unspecified guide wire (gw). There was no adverse patient effect and no clinically significant delay in the procedure. The des was exchanged for another xience des to successfully complete the procedure. Returned device analysis noted the stent was dislodged. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficult to advance was not tested due to the condition of the device. Additionally, the return device analysis noted that the stent was dislocated/dislodged. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficult to advance and stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design, or labeling.